Event description:
It was reported that this patient had been seen more frequently in clinic to evaluate the device battery status. At the last appointment, the physician was unable to interrogate the device using different programmers and telemetry wands. It was alleged that the device battery had prematurely depleted. The device was explanted and replaced to resolve the event. Exhausted attempts were made regarding the specific device model and serial numbers, but were not received. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was reported that this patient had been seen more frequently in clinic to evaluate the device battery status. At the last appointment, the physician was unable to interrogate the device using different programmers and telemetry wands. It was alleged that the device battery had prematurely depleted. The device is pending explant to resolve the event and no patient consequences were reported. Additional information regarding the specific device information has been requested, but not yet received. At this time, the device remains implanted and in service.

Event description:
It was reported that this patient had been seen more frequently in clinic to evaluate the device battery status. At the last appointment, the physician was unable to interrogate the device using different programmers and telemetry wands. It was alleged that the device battery had prematurely depleted. The device is pending explant to resolve the event and no patient consequences were reported. Additional information regarding the specific device information has been requested, but not yet received. At this time, the device remains implanted and in service.